Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump would stop and alarm dose done 1-2 hours before the expected time. They also stated that the bag would still have formula in it. They stated that the rate was 75 ml/hr for 7 hours, and also stated that the dose was set to 600 ml. At the rate and dose provided the feeding would be expected to run for 8 hours. Mmd did follow up with the initial reporter, who stated that they did attempt trouble shooting by running a water test at their regular rate and dose but that it alarmed dose done at approximately 230 ml delivered. They stated that there had been no negative effects to the patient and that no additional information was available. (B)(4).